Manufacturer narrative:
Report inconclusive. The device has been returned and still has pending evaluation results. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachmentsor dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to track and trend this complaint type. Initial reporter: telephone number (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of a bent foot . No patient impact reported. Repair escalated to product event due to decontamination finding of a cut foot. Additional information is being requested regarding patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was perforated. It was also noted the internal tube bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up, it was confirmed that there was no patient impact and the defect was detected prior to the surgery.